Manufacturer narrative:
Investigation summary: one used primary set, model 2426-0007, was received by the customer for investigation attached to a 250 ml bag of sodium chloride. One secondary set was received as well. The primary set was visually inspected and no defects were observed. The set was primed and functionally tested. The IV set functioned as designed and no air in line was observed. The customer's complaint of air in line could not be verified. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that air-in-line alarm went off while the as lvp 20d 3ss cv line infused carboplatin. The following information was provided by the initial reporter: "carboplatin (620 ml) infusing over one hour as an ivpb. The primary line (250 ml of ns) had about 150 ml at the start of the carboplatin infusion. After an hour, the pump alarmed air in line. The primary line was completely empty with air in line all the way to the pump. There was about 150 ml of carboplatin fluid in the ivpb and the chamber remained about 2/3 full."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that air-in-line alarm went off while the as lvp 20d 3ss cv line infused carboplatin. The following information was provided by the initial reporter: "carboplatin (620 ml) infusing over one hour as an ivpb. The primary line (250 ml of ns) had about 150 ml at the start of the carboplatin infusion. After an hour, the pump alarmed air in line. The primary line was completely empty with air in line all the way to the pump. There was about 150 ml of carboplatin fluid in the ivpb and the chamber remained about 2/3 full."